Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage was found on the motor. Analysis was unable to verify unexpected restart alarm due to blank display anomaly. The insulin pump was received with cracked battery tube threads, reservoir tube lip, belt clip slot and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The customer reported that the insulin pump was slowly turning off. The customer reported that the insulin pump does not work. The customer's blood glucose was 11.9 mmol/l at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.